Event description:
It was reported to philips that the flexvision computer was unable to boot, stalling at the boot countdown timer. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system was stuck at 00:00. The rse advised the customer to restart the system. Later, upon troubleshooting actions, rse identified a failure in flexvision pc. In another case, a field service engineer (fse) resolved the issue by replacing the flexvision pc. After the replacement, the system was returned to use in good working order.